Event description:
It was reported that during the procedure in the tortuous left anterior descending artery, multiple pre-dilatations were performed using a non-abbott dilatation catheter, however, the vessel was non-compliant and the balloon assumed the shape of the vessel. A 2.5 x 28 promus stent system was advanced through a previously deployed unspecified stent that was s shaped. The stent system could not advance through the stent and when removing the stent system, the stent became caught on the guide catheter causing a stent strut to flare. The stent system was removed successfully from the anatomy. An attempt was made to advance a 2.5 x 23 promus stent system and the same occurred. The stent system was successfully removed from the anatomy. An attempt was made to advance a 2.5 x 18 promus stent system; however, force was applied and the shaft separated at the tuohy valve outside the anatomy. The device was successfully removed from the anatomy. A guide extension was placed followed by successful advancement and deployment of two 2.5 x 18 promus stents. There was no reported adverse pt effects. Reportedly, the physician believes the difficulties experienced were anatomy related and not device related. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A f/u report will be submitted with all relevant info.